Event description:
During a robotic approach to treat median arcuate ligament syndrome with doctor, the bipolar maryland would not close all the way, and did not work properly. A new maryland was opened for the procedure. Sent this to material management¿for manager to follow up with company and reimbursement of defective product.